Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for gts/advantage system 1, medwatch with a1 identifier (B)(6) is for gts/advantage system 2.

Event description:
Caller reported blood glucose results of 86 mg/dl on gts/advantage system 1, 49 mg/dl on gts/advantage system 2 within 10 minutes. The patient was given an unspecified amount of d50 glucose. Both systems had passed valid controls. Reported no adverse event relative to discrepancy. A request was made for the return of the strips.